Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. The exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
When the surgeon inserted the tibial insert (11mm) in component, the medial side of the tibial insert was not fixed. Therefore the surgeon changed the tibial insert to another size insert (9mm).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
When the surgeon inserted the tibial insert (11mm) in component, the medial side of the tibial insert was not fixed. Therefore the surgeon changed the tibial insert to another size insert (9mm).